Manufacturer narrative:
Additional information added to date of event.

Event description:
It was reported that during an unspecified chemo infusion the user noticed a leak at the maxzero needless connector and the primary tubing. The customer stated that there was no patient harm. The event occurred within the past week. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that during an unspecified chemo infusion the user noticed a leak at the maxzero needless connector and the primary tubing. The customer stated that there was no patient harm. The event occurred within the past week. Although requested, no further details were provided by the customer for this event.